Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault. The issue occurred during patient-use on CPAP/psv (continuous positive airway pressure/pressure support ventilation) mode and no intervention was needed. There is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: the customer reported complaint of transducer calibration failed was confirmed through the events log and duplicated during the functional check by vyaire's failure analysis lab. The transducer failed which can be referenced in CAPA: ca-2017-0206. A replacement transducer was shipped to the customer.